Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements at a pre-discharge check. All implant testing was performed using the rv coil to can configuration however at the pre-discharge check the device was programed to the triad configuration. The device was reprogrammed to rv coil to can and the shock impedances returned to normal. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.